Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer that the air/water flow was weak on the evis lucera elite colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign objects. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿air/water flow was weak ¿was confirmed. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. Due to clogging of nozzle, water removal ability did not meet the standard value. Additionally, due to the wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover was chipped and cracked. The adhesive around objective lens and light guide lens was peeled. And the connecting tube had a scratch. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope nozzle was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.